Event description:
It was reported that at the user facility the tip broke off. Attempts are being made to obtain additional information from the user facility.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that at the user facility the tip broke off. Attempts are being made to obtain additional information from the user facility.